Event description:
Phlebotomist thought the pink safety shield had locked over needle after use but the shield did not completely close, the phlebotomist stuck herself stuck herself when disposing of used eclipse into sharps container.